Event description:
Patient infeciton, unknown organism. Pt not using device, stimulator removed 2004. The device was explanted and returned to the MFR for analysis. A follow-up report will be sent if additional info is received.